Event description:
The device was returned to the manufacturer for routine testing and repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found the battery contacts compressed and the battery drawer contaminated. The keyboard was also scratched and one side bail cover broke.